Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that during unpackaging, it was noticed that the xpert stent was partially deployed. The device was not used and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: the device was returned complete. The device showed a bend at the shrinking tube. The stent was partly deployed by two strut rows. The tip and the radiopaque markers did not show any abnormalities. The outer tube was retracted over the distal marker. The stent was fully deployed and did not show any abnormalities. The tuohy borst valve was closed and the device was flushable. A guide wire was inserted from the distal as well as from the proximal side of the device without any abnormalities. A root cause for the premature stent deployment could not be determined based on the investigation findings. No evidence of a manufacturing issue was detected. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.